Event description:
Pt reported that they feel the device is not functioning properly because "they keep throwing insulin" (increasing basal rate and increasing amount and frequency of bolus deliveries) and it their blood glucose) has not come down in five days. Pt reported high blood glucose reading of 297 mg/dl and 255 mg/dl. No medical treatment was received.